Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, the reported abnormal image was not duplicated even if the distal end of the subject device was warmed, the bending section was fully angulated, and the universal cord was twisted. The evaluation confirmed followings; the subject device passed the air leakage testing. There was no disconnection or no faulty soldering in the video connector. There was no kink or torn of the ccd cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the reported phenomenon could not be duplicated, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ltf-s190-10 was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the unspecified procedure with the ltf-s190-10, the abnormal image appeared on the monitor. The user replaced the subject ltf-s190-10 to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.